Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the occlusion or basic occlusion tests due to the broken reservoir tube lip. The pump had intermittent button response due to a flattened esc and act button dome switch. The keypad connector was fully locked. The pump had a missing reservoir tube o-ring, a cracked reservoir tube window, a cracked belt clip slot at the battery tube threads area, cracked battery tube threads, a cracked case at the display window corner, a cracked lcd window and minor scratches on the lcd window. The pump communicated properly with the test blood glucose meter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via telephone call that the reservoir compartment was broken in such a way that the reservoir did not lock into place properly. The blood glucose reading was 220 mg/dl. The customer was treated with manual injection. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.